Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9015772, medical device expiration date: 2024-01-12, device manufacture date: 2019-01-15. Medical device lot #: 9015795, medical device expiration date: 2024-01-31, device manufacture date: 2019-01-15. (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The defect can be generated during manufacturing by manipulation (removal) of the product after passing the sensors and controls. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ syringe w/ needle package was damaged. The following information was provided by the initial reporter: broken package. We are a pharmacist and one of our finished products of commercial name diclovit carries the syringes, the production area was conditioning the product and all these defects were found. Note: the customer informed two batch numbers but they did not specified which is affected: 9015772 and 9015795.